Event description:
It was reported that patient's therapy was not working as expected. An implantable neurostimulator overdischarge was suspected. Patient had not been able to charge the stimulator since (B)(6) 2012. She had her device repositioned the first week of (B)(6) 2012. There were coupling and or communication issues. It was noted that patient was not able to get any communication with the patient programmer and recharger. Patient had scheduled an appointment with her physician on (B)(6) 2012. Additional follow-up information received reported that there was no diagnostics performed on the device. Patient had another surgery to reposition the battery closer to the surface on (B)(6) 2012. There was no issue with the system. Patient outcome was noted as "doing better" and battery was able to be recharged.

Manufacturer narrative:
Product ID, 3778-45 lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 3778-45 lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type lead product ID, 37743 lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3708160 lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension product ID, 3708160 lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension product ID, 3550-29 lot# n263272 serial#, implanted: 2010 (B)(6), explanted: product type accessory. (B)(4).